Event description:
It was reported that at follow-up, externalized conductors between the svc and rv coils were noted via x-ray. Patient to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.